Event description:
The customer reported the system displayed an error message then failed to operate. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. All the boards and connections were reseated. The system was then found to be working as intended.